Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose was meter 154 versus lab 115 mg/dl within 10 mins, with the difference of 34%. Pt did not experience any adverse events. No further info has been reported.